Event description:
Four patient samples with discrepant results. Sample 1 initial sodium result 128 mmol/l, repeat 142 mmol/l; initial potassium 3.0 mmol/l, repeat 3.6 mmol/l. Sample 2 initial sodium result 122 mmol/l, repeat 133 mmol/l; initial potassium result 4.7 mmol/l, repeat 5.4 mol/l. Sample 3 initial sodium 120 mmol/l, repeat 134 mmol/l. Sample 4 initial sodium 121 mmol/l, repeat 136 mmol/l. Erroneous results were not reported. The analyzer was operational when the field service representative arrived; he was unable to determine root cause. Performance tests were performed.